Event description:
It was reported that the customer had an issue with the esc button not working. Customer stated that the up arrow buttons was giving her problems yesterday. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked connector at the lcd board. The pump also had a cracked case at the battery tube threads, and minor scratches on the lcd window.